Manufacturer narrative:
General conclusion: device involvement: a causal relationship between the reported event and the devices have not been established. Event characterization: the events were classified as not confirmed. Laboratory testing: laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include: visual inspection: the pms laboratory received the explanted units, visual inspection of the implants revealed no observable physical damage, deformation, or structural defects as rupture/gel fracture. Root cause analysis: based on the testing results and on the absence of any visible signs of rupture/gel fracture, damage, or manufacturing anomalies upon detailed visual examination, it is concluded that the returned unit is intact and undamaged. No evidence was found to indicate a product-related failure. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed by clinical affairs due to insufficient clinical evidence. Root cause analysis: these events are a well-documented complications inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between these specific cases and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged events are recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the events are considered not attributable to the manufacturing process and/or the product itself. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Manufacturer narrative:
Implant malposition can manifest in a wide range of clinical presentations such as pseudoptosis, the high-riding nipple, double-bubble deformity, and bottoming out. However, despite the publication of classification systems and treatment algorithms for these implant-associated deformities, interchangeable use of the terms to describe these complications has led to confusion over their exact definitions in the literature. (Pacifico, m. D., goddard, n. V., & harris, p. A., 2024). Ap flipping of round implants containing saline or cohesive silicone gel (ie, fourth-generation silicone gel implants) is generally not clinically discernible. Anatomical implants, in contrast, are tear-drop shaped. These fifth-generation implants can retain their shape in any position as they consist of highly-cohesive, form-stable silicone gel. Ap flipping of anatomical implants, thus, leads to breast shape distortion. Between 1% and 14% of breast augmentations have been reported to exhibit implant flipping. Jong, j., gabriel, a., trekell, m., lawser, a. S., heidel, e., buchanan, d., & chun, j. T. (2020). Each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "malposition of a breast implant is defined as an incorrect placement during surgery or its shifting from its original position. It is also called displacement/lateralization. Malposition has been a frequent event reported due to its multifactorial causes and it can be expected during the lifetime of the device." "Anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the breast of the patient. Proper placement and pocket dissection reduce the risk of occurrence. Literature has reported that the interaction between breast envelopes, the implant's physical characteristics, and pocket dissection could cause malposition. Other theories include the involution of breast tissue." Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported events. These conditions are considered potential risks of the surgery as indicated in the product directions for use. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.

Event description:
Poland. Allegedly, the patient experienced folding (rippling) and rotation of the breast implants. A revision surgery was performed (side unspecified). No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.